Event description:
It was reported that post implant this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of noise that was not oversensed by the device. Forty-five months later, additional information received indicates the patient was admitted to the hospital following a syncopal episode and numerous shocks delivered. The first episode showed atrial fibrillation (af) with fine ventricular tachycardia (vt). There was some undersensing observed and the vt spontaneously terminated. The next day, the patient received 12 shocks for fast vt with some undersensing observed which caused a delay in treatment up to 55 seconds. Technical services (ts) was consulted for possible programming changes and/or optimization.